Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that patient has been experiencing some skin irritation and pain around the sensor insertion site for approximately 3 weeks. During a follow-up call on (B)(6) 2013, patient's mother reported that patient had sought medical intervention on (B)(6) 2013 and patient was prescribed an anti-itch cream. At the time of her call to dexcom technical support, patient¿ mother reported that patient was still experiencing some skin irritation at the insertion site.